Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer will use a backup insulin pump until a replacement pump is received.